Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that he was wearing his pump today and when he went inside to do a set change, his buttons seemed to be reacting really slow. Customer stated that the pump turned off for no reason. Customer noticed that the screen was fogged up. Customer changed the battery and the display did come back, but the pump stopped working again. Customer let the pump rest for a while and tried to reinsert the battery. Customer received a battery out limit alarm. Customer's blood glucose was about 13 mmol/l. Customer was unable to clear the alarm and just removed the battery. Customer reported that there was moisture under the display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump received with normal operating currents. No battery out limit alarm and no damage found on the lcd isolation tape noted. The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. No fogged on lcd window screen during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.